Event description:
Patient wearing bilateral medline heelmedix boots to offload bilateral heels. The patient's heels were not being offloaded by the boot when inspected. The feet had slipped back and the heels were lying on the back part of the boots. Upon inspection of the right medial heel, a deep purple discoloration was discovered indicating a possible deep tissue injury. This was not discovered on admission but within 24 hours of admission, it is believed to likely have been caused by the boot not fitting properly despite being applied per instructions.